Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. The balloon was unfolded and saline solution was visible within the balloon which indicated the balloon had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and subjected to positive pressure. A circumferential tear was identified within the balloon material, 9mm proximal to the proximal edge of the distal markerband and extended circumferentially for 5mm. No other damage was observed with the complaint device that may have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID : 2134265-2017-05414 complaint was originally assessed reportable for the q2 2017 asr, however this is now reportable based on investigation results approved on 19may2017. It was reported that balloon rupture occurred. Three 16-4/5.8/75 xxl¿ esophageal balloon catheters and a 12-4/5.8/75 - 14-510 xxl¿ vascular balloon catheter were advanced to dilate an iliac lesion. However, during inflation, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed the balloon was torn circumferentially.